Event description:
It was reported that the customer had a problem with the sensor. The transmitter did not blink when connected to the sensor. She received a lost sensor alarm. When she removed one sensor, it looked broken off and the other was slightly bent. The customer's blood glucose level was 149 mg/dl. The product will be returned. Nothing further to report.

Manufacturer narrative:
Inspected two opened and used sensors and both sensors with canula bent. Unable to confirm if customer received sensors in said condition, due to customer returning sensors opened and used. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.